Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of angina and stenosis are listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other xience xpedition stent referenced is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure, treating restenosis of a previously implanted unspecified stent, implanted in the mid left anterior descending artery (lad). A 2.5 x 18 mm xience xpedition stent and a 2.75 x 33 mm xience xpedition stent were implanted and the patient recovered well. The patient was re-hospitalized on (B)(6) 2018, after experiencing chest tightness for 12 years. Medication was administered. Coronary angiography was performed on (B)(6) 2018 and noted stenosis in the proximal lad and distal lad. Angioplasty was performed, using a drug coated dilatation catheter, and two additional stents were implanted to treat restenosis. No additional information was provided.